Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the long bipolar grasper instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument fell apart with a wire sticking out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not related to the customer reported complaint: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer clarified that the issue occurred when they were grasping tissue as part of the liver resection case. There were not any issues with the opening and closing of the grips, with the left/right motion of the grips, or the up/down motion of the grips. There was one cable that was protruding from the distal end and they were unable to recall if it controlled the motion of the wrist or the jaws. The color of the wire was silver and they do not believe the was wire was exposed due to insulation damage. There was no thermal damage, no arcing was observed. It was stated that the instrument potentially collided with another instrument, but not noted before cable was noted to be broken. Nothing fell into the patient and no patient demographics were provided.

Event description:
Refer to h10/h11 for follow-up information.